Manufacturer narrative:
As the suspect device has not been explanted, a physical investigation could be completed. Review of the manufacturing and sterilization documentation for the suspect device revealed no deviation from process or non-conformity of product that would have caused the adverse event. A follow up report will be provided once the revision surgery has occurred.

Event description:
The complaint involved a patient who was complaining of pain, after x-ray analysis the locking bolt appeared to be backing out. The original surgery was dated (B)(6) 2011 and a revision surgery to address this will be scheduled at a later date.